Manufacturer narrative:
Customer reported problem was not confirmed, no problems were found with the pump not functioning properly or with the batteries being too hot to hold. The pumps battery door showed no signs of damage or melting. In addition the pump showed no signs of fluid ingression and there were no reports of any unusual messages being found in the event log. The pump passed all tests and was found to be operating properly.

Event description:
It was reported that a patient wanted to connect to cadd®-legacy duodopa pump after taking a shower and the pump did not work. The battery door was glowing. The nurse said that the batteries were too hot to hold. New batteries were put in the pump and it did not turn on. A duodopa specialist visited the patient and confirmed that the pump was indeed not working anymore. Patient was given a new pump. No patient injury reported.